Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated field: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the air/water channel, air/water cylinder and c-cover. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction presence of a hemostatic agent in the control section of the working channel could not be determined. Additionally, the probable cause of foreign objects in the air/water channel, air/water cylinder and c-cover that found during device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited the presence of a hemostatic agent in the control section of the working channel. The event occurred during inspection for use. There were no reports of patient involvement.